Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. Customer was instructed to call back if any issues arise again and acknowledged this guidance.